Event description:
It was reported the patient was having their vns generator replaced for the battery "being low." The generator was returned for analysis. The reported end of service (eos) condition was duplicated in the laboratory. Testing on the generator demonstrated an increased current consumption for the device, resulting in a premature end of life condition. The premature end of life condition was identified to be a leaky capacitor, c6. With the capacitor substitution for c6, the module meets post-burn electrical test specifications.